Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, the device had no cover. As a result, the device could not be used for suctioning.

Manufacturer narrative:
Received 1 opened wound suction evacuator. The reported event was confirmed; however, the cause is unknown. During visual evaluation it was found that the inlet port was found broken. Under 10 x magnification stress marks were observed in the inlet port and the inlet port fragment was not returned for evaluation with sample. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "vi. Warnings: 7. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. Do not use if package is damaged." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use, the device had no cover. Subsequently, the device could not be used for suctioning.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that prior to use, the device had no cover. As a result, the device could not be used for suctioning.